Event description:
Dr was performing a cataract extraction using the phacoemulsification handpiece and phaco tip. After making the "corneal groove", dr activated the phaco handpiece and as he did, the tip broke. It was a clean break and did not injure the eye. No injury to pt. Surgery was completed and pt discharged the same day.